Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on 12/13/2016 stating that lead safety switch on rv lead. Another call was placed to technical services on 12/21/2016 stating that the rv lead oversensing and out of range rate impedance. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).